Event description:
It was reported that this right ventricular (rv) lead exhibited under sensing. Boston scientific technical services (ts) discussed if this is functional under sensing of rv events following ventricular pacing and automatic gain control or true under sensing due to amplitude. Ts suggest bringing patient into the office and measuring signals on the programmer with the even calipers and could try fixing sensitivity that would allow for sensing of smaller signals. This rv lead remains in service. No adverse patient effects were reported.